Manufacturer narrative:
One heartstart mrx lithium ion battery pack was returned for failure analysis. The reported problem was verified/duplicated in the lab and traced to an external power module lockout (ac lockout).

Event description:
It was reported to philips that the battery would not charge. There was no reported patient involvement and no adverse event to a patient or user was reported.